Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided pta balloon angioplasty procedure using a covera vascular covered stent for the treatment of stenosis and thrombosis at the site of a left upper limb arteriovenous fistula. During the procedure, it was reported that the stent failed to deploy and expand after entering the vessel. The procedure was subsequently completed using an alternative device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system sample was returned for evaluation and the covered stent was found still loaded in the delivery system; the force transmitting proximal sheath was broken inside grip which indicates high tensile forces were experienced during deployment. It is considered the break of the proximal sheath led to the impossibility to deploy the stent which leads to confirmed results for break and deployment failure. In this case, it was reported that an 8f introducer was used with a 0.035" guidewire for access, the tracking vessel was not curved and not calcified and the device was flushed before use. Based on available information and the evaluation of the returned sample, the investigation is closed with confirmed results for the positioning failure and sheath break. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instructions for use (IFU) supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. With regards to accessories, the IFU states, use "0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system. Introducer sheath with appropriate inner diameter and length". Regarding correct deployment the IFU states '(¿) maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension.' Regarding preparation the IFU states: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.' Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.